Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a cubie detection failure occurred in auxiliary unit 7, drawer 2.1 at half-height cubie drawer. The drawer was successfully recovered; however, the cubie pockets were not detected. Troubleshooting steps including rebooting the device and reseating the data cable to the affected drawer were performed, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, the field service engineer found no issues with the device. The system functioned as intended after the field service engineer investigated the device.